Manufacturer narrative:
(B)(4). Concomitant medical products ¿ oxford cementless femur catalog 154925 lot 3244323; oxford anatomical bearing catalog 159568 lot 3113113. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under PMA number p010014. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00192 and 3002806535-2017-00193.

Event description:
It was reported that the patient underwent a revision of a right partial knee prosthesis approximately three years post implantation due to metallosis of the knee joint, wear, and possible abrasion of the femoral coating. The patient was converted to a total knee prosthesis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Analysis of the retrieved implants and radiographs did not show any obvious source of material loss that may have contributed to the reported metallosis. A scratch running down the lateral side of the femoral component may indicate some interaction with the rail of the tibial tray, however, there is no corresponding marking on the tibial tray with this damage. Review of ap radiograph shows the femoral component to be positioned centrally within the joint space and clear of the tibial rail. DHR was reviewed and no discrepancies were found. Root cause of the event was unable to be determined as the event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.